Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed low voltage alerts (code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage (bypass) capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.

Event description:
Boston scientific received information that during a normal patient follow up, this implantable cardioverter defibrillator (ICD) displayed the fault code 1003 and the warning message that the voltage was too low for the projected remaining capacity. A memory download was performed and sent to boston scientific for further evaluation. A boston scientific engineer reviewed the data and confirmed that a low voltage fault had been declared as a result of an additional current drain on the device¿s battery. At this time delivery is currently unaffected; however, the device is malfunctioning and should be replaced. The ICD has a sufficient reserve to maintain normal therapy functions for four weeks. Beyond that time, therapy could not be guaranteed. The device was explanted and returned for analysis. There were no additional adverse patient effects reported.

Event description:
--

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.